Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after feeling vibration alert. Upon interrogation, the atrial pacing impedance was increasing over time and became out of range. The patient was stable and will continue to be monitored.